Event description:
The customer reported to olympus that during an unknown procedure, this evis exera iii duodenovideoscope was used without the disposable end cap attached to it. The cap, as reported, was on prior to the procedure but may have fallen off before placed in the patient. Additional information received that it may have been removed from the scope prior to the procedure by a staff member. As a result, the patient incurred a mild tissue trauma with small amount of bleeding in the esophagus. No intervention was needed. The customer requested for another scope training for the staff. Case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely that the user did not correctly understand the information in the instructions for use (IFU) regarding the attachment of the distal cover. The event can be detected/prevented by following the IFU which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ this supplemental report includes information added to d8 and h4. Olympus will continue to monitor field performance for this device.